Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The ventilator passed extended self-testing (est), short self-tests (sst) and full performance verification testing (pvt). (B)(4).

Event description:
Covidien received information of an inoperative graphic user interface (gui). The malfunction did not occur during patient use.